Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic after a backup vvi alert was transmitted remotely via merlin.net. After software download via engineering test page, normal device function resumed. The patient was in good condition prior, during and post device restoration.